Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records related to this event were not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a shoulder revision procedure approximately one month post implantation due to instability and dislocation. It was noted that complications from a failed lesser tuberosity repair were indicated as the need to revise the shoulder components. Attempts have been made and no additional information is available at the time of this report.